Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump screen was unable to clear during the preparing for fill. During troubleshooting with tandem technical support, the customer restarted the load and was able to complete the load process. There was no reported impact to the customer's blood glucose level.